Manufacturer narrative:
The root cause, as stated by the cs, was that the patient may have misunderstood proper operation of the patient controller. The returned device had no physical anomalies, communicated with all lab utilities, and passed all functional testing.

Event description:
It was reported that patient's ipg would turn off on its own. Diagnostics confirmed therapy turning off and on due to interaction with a magnetic field of sufficient strength and proximity. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.